Manufacturer narrative:
The account replaced the piezo alarm prior to calling hill-rom and the issue persisted. The piezo alarm is the source of the brake not set alarm. The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to replace the siderail interface board. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed's external piezo will not tone. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).